Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on 16-may-2023 and obtained the following additional/updated information regarding the reported event: the customer confirmed that the system functionality was checked upon powering on the system with no issues noted and the system powered up without errors. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The patient side manipulator was analyzed, and failure analysis could not reproduce the reported failure regarding error 23021. Visual inspection was performed. The psm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Other tests were also performed and passed. No issues were found.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer, an investigation is in progress to determine the cause of this reported event. The customer abandoned the arm and continued the case as a three arm system. The field service engineer (fse) replaced the patient side manipulator (psm) to resolve the issue. Intuitive surgical, inc. (Isi) has not received the psm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Additional information is being gathered to determine the contribution of the device to the customer reported issue.this complaint is considered a reportable event due to the following conclusion: a psm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using three arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the system gave error 23021. The technical service engineer (tse) tse checked the logs and confirmed error 23021 pointing to a defective switch on patient side manipulator (psm) 3. Before calling in, the customer already deactivated the psm 3 and are continuing with two instrument arms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.